Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 97745 (serial: unknown); product type: 0201-programmer patient; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient reported it was taking 4-5 days to recharge his implant to full. Patient said he got the message, "finished", on his controller when recharge status was any where from 30-80 percent full. Patient stated he constantly woke the screen up to monitor. Patient services agent recommend that patient allows the screen to go dark and monitor with green blinking light. Patient to call back of recharging still takes a long time. Visual inspection of the recharger didn't show any sign of damage. Patient stated he doesn't use it as much for pain relief he needs, due to recharge issue.